Event description:
It was reported by that a pt underwent a dermatologic procedure on (B)(6) 2012 and suture was used. During the procedure, the needle was not smooth. The physician could not identify a burr, but stated the needle was not smooth in the tissue. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4) - needle drags through tissue. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.